Event description:
It was reported to philips that the device wouldn't power on. There was no patient involvement.

Event description:
It was reported to philips that the device will not power on. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the power pca, ECG connector assembly and recorder required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.